Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. There was no adverse impact to the customer's blood glucose (bg) level due to the reported issue. Customer's bg level was 132 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.